Manufacturer narrative:
(B)(6). The subject device was received and evaluated . Device evaluation found foreign material in the device forceps elevator. This condition is attributed to insufficient cleaning, handling issue. Furthermore, the following defects/findings were identified during device inspection: suction cylinder (s-cylinder) found shaved. Angulation out of specifications. Adhesive on a-rubber (bending section) found detached. Connecting tube has a scratch, universal cord has a scratch, distal end has a scratch. Acoustic lens (probe unit) has a scratch auxiliary water inlet found deformed due to damage on channel tube (ch-tube), water tightness is lost (leakage). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return inspection (loaner) with no reported issue from the customer, foreign material was found at the device forceps elevator. Foreign material was described as a yellowish/brown in color however, it was unknown what the foreign material was. This report is being submitted due to the finding of foreign material in the device forceps elevator (insufficient cleaning (handling problems) identified during device return evaluation. There is no patient involvement associated on this reported event. No harm was reported. No patient harm, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter adhering to, and clogging the forceps base could not be identified and it is unknown whether there were any problems with the reprocessing procedure. The root cause of the retained foreign matter could not be determined. The event may be prevented by reprocessing following the instructions for use below: ¿chapter 7 cleaning, disinfection, and sterilization procedures¿. ¿chapter 8 reprocessing workflow for endoscopes and accessories¿. ¿chapter 9 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.